Manufacturer narrative:
The unit was received with a compromised force sensor system alarm during the basic occlusion test due to a faulty force sensor resistor. Analysis was unable to perform the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, or the excessive no delivery test due to the compromised force sensor system alarm. The unit had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was squirting out during manual prime. The blood glucose level was 263 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.